Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The 2.75x23mm xience skypoint stent was implanted however it was noted the stent had expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined the reported device expiration issue appears to be related to the use error. A review of the xience skypoint label attached to the lot history record for this lot was conducted indicating a manufacturing date of 12-july-2022 with an expiration date (use by date) of 11-july-2025. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2025. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use states: note the ¿use by¿ (expiration) date on the product label. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 medical device problem code: 2017 - use after expiration.